Event description:
It was reported, that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator, prior to the procedure noted, that the left ventricular (lv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.